Event description:
Reportedly, a borea pacemaker could not be connected by bluetooth with the programmer. The corresponding workaround to reactivate ble communication on the pacemaker was applied, but was not successful. A second attempt also failed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.